Manufacturer narrative:
Dermal resurfacing procedure completed with the j-plasma handpiece is off label use. J-plasma handpieces intended use is for cutting, coagulation and ablation of soft tissue during open or laparoscopic surgical procedures.

Event description:
Reported complaint alleged patient sustained severe burn in her face, causing pain, suffering, permanent scaring and disfigurement. Patient required to undergo post-surgical treatments.